Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds and undersensing were notedon the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead could not be implanted after multiple attempts and that pacing parameters were poor. The lead was not implanted and a single chamber system was utilized instead. No patient complications have been reported as a result of this event.